Event description:
The patient was not experiencing pain relief. She did not feel a bolus of 1.2mg of bupivacaine. X-ray confirmed the catheter was malpositioned with migration into the abdominal pocket. The catheter was replaced. The patient recovered without sequelae. The pump contained hydromorphone 2.0mg/ml, 1.5014mg/day; bupivacaine 40.0mg/ml; clonidine 200mcg/ml; and compounded baclofen 200mcg/ml.

Manufacturer narrative:
(B) (4).